Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include loss of consciousness and shaking. The patient reports they had administered multiple boluses and their blood glucose level had rose to 400 mg/dl. The patient reports they were in manual mode as they were unable to apply a new sensor at activation of the pod. The patient was taken by ambulance to the hospital emergency room. Upon removal of the pod the cannula was found to be bent. Once at the hospital the patient was diagnosed with hypothermia and hypoglycemia. As treatment, the patient was given dextrose and a warming blanket. The patient remains in the hospital emergency room at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g6.